Event description:
It was reported that the patient's system was explanted on an unknown date for an unknown reason.

Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.